Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during the post discharge check, it was noted that the implantable cardioverter defibrillator was oversensing. Upon interrogation it was noted that when a pvc occurred, the signal was sensed on the atrial channel. The device was reprogrammed and the issue was resolved. The patient did not experience any symptoms nor were there any adverse events associated with the device function.